Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use on (B)(6) 2024. The blood glucose level of the patient was high which was treated by correction bolus via pump. The issue occurred with one infusion set used for 14 hours. No further information available.